Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead integrity alert was triggered for short interval counts and oversensing. A possible lead fracture was suspected, as high impedance and noise were noted. The pace/sense portion of the lead was inactivated and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the right ventricular lead integrity alert and oversensing due to non-physiologic signals/sic (sensing integrity counter).